Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
This case was planned as a relay pro back table modified pmeg per request of the physician. The device was opened on the back table and stage 1 was deployed as normal to where the distal portion of the stent graft was out of the outer sheath. Step 2 was deployed exposing the entire graft on the back table. The s bar was removed carefully from the graft and the graft was modified to add 3 fenestrations in the graft per the case plan. During modifications on the back table, the physician tried to gently straighten the curve of the pre-curved nitinol delivery system using his hands. It should be noted that the ta reps in the roomed informed the doctor that this would not work and advised against it. Further modifications were made to circumferentially constrain the graft using 5-0 chromic suture. The graft was constrained to around 20mm in the upper half of the graft and to around 14-15mm in the distal portion of the graft. After modifications were complete, the graft was reloaded into a 20f cook peelaway sheath or "split sheath". Upon trying to insert the lunderquist wire into the delivery system, it was noted that there was a little bit of resistance indicating that there may be minor damage to the guidewire lumen near the tip (ie caused by the physician attempting to bend the delivery system initially). The case continued and the device was eventually loaded into a 20f dryseal and introduced into the patient. The graft was subsequently "deployed" but retracting the dryseal sheath. During deployment (ie with the graft partially deployed out of the sheath), it should be noted that small rotational adjustments were made by rotating the delivery system in conjunction with the dryseal sheath to rotationally adjust the position of the graft. After the graft was fully deployed, the physician tried to rotate the graft again. As the graft was no longer constrained in the sheath, only the delivery system was rotated (the entire blue system). Reps noted that the entire delivery system was rotating - physician rotated the delivery system around 360 degrees in both directions and the system did not really rotate. After cannulating all three vessels and placing rosen wires, the physician attempted to release the clasp mechanism in step 3. The black release portion was able to rotate freely but when the physician tried to pull it back it had a spongy/springy feel and would not move all the way back. I instructed the surgeon to pull harder and the physician tried several times. The physician commented how hard he was trying to pull and it was observed that the physician was trying to use as much force as possible to release with his hands. The physician moved his standing location and moved to stand at the back end of the table and used two hands to release the black grip. At this point a subtle popping sound was heard and the black clasp released. However, on review of angio it was noticed that the clasp was not released. Rep instructed the physician to use metal tools to open the slot on the metal hypo tube to locate the green tube, upon inspection it was noticed that the black grip was moving freely along the metal hypotube and that there was only about 4-5mm of green tube extending proximally from the black grip and what appeared to be a clean cut. The rep called r&d and with their guidance the following occurred to release the grip: 1. Using a dremel tool-like "saw", heavy duty cutters, and heavy duty claps the hypo tube was systematically cut both longitudinal and also laterally on the hypo tube to further open it up proximally. 2. A tan colored rod was observed and was cut open longitudinally using the saw. 3. Eventually the wire was removed from the system, the entire assembly proximal of the step 3 clasp was cut laterally with the saw. 4. The ran colored plastic was able to be removed from the delivery system by removing and pulling it out exposing the green tube and internal wire hypo tube. 5. The physician attempted to release the proximal claps by holding the wire hypotube stationary while pulling back on the green tube with first his hands and then a clamp. 6. This caused the wire hypotube to crimp and the saw was used again to create a clean cut more proximally 7. Upon instruction from ta r&d, the lunderquist was reinserted which helped straighten the proximal aspect of the delivery system. 8. Step 5 was repeated and after several attempts the clasp released. 9. The delivery system was removed in step 4, however the tip was not able to be retracted into the outer sheath properly. 10. Upon removal the tip was bent accidentally by the scrub tech. 11. All product was kept and recovered to be sent back for analysis. Patient outcome - "as of this time, no adverse outcome occurred to the patient."

Event description:
This case was planned as a relay pro back table modified pmeg per request of the physician. The device was opened on the back table and stage 1 was deployed as normal to where the distal portion of the stent graft was out of the outer sheath. Step 2 was deployed exposing the entire graft on the back table. The s bar was removed carefully from the graft and the graft was modified to add 3 fenestrations in the graft per the case plan. During modifications on the back table, the physician tried to gently straighten the curve of the pre-curved nitinol delivery system using his hands. It should be noted that the ta reps in the roomed informed the doctor that this would not work and advised against it. Further modifications were made to circumferentially constrain the graft using 5-0 chromic suture. The graft was constrained to around 20mm in the upper half of the graft and to around 14-15mm in the distal portion of the graft. After modifications were complete, the graft was reloaded into a 20f cook peelaway sheath or "split sheath". Upon trying to insert the lunderquist wire into the delivery system, it was noted that there was a little bit of resistance indicating that there may be minor damage to the guidewire lumen near the tip (ie caused by the physician attempting to bend the delivery system initially). The case continued and the device was eventually loaded into a 20f dryseal and introduced into the patient. The graft was subsequently "deployed" but retracting the dryseal sheath. During deployment (ie with the graft partially deployed out of the sheath), it should be noted that small rotational adjustments were made by rotating the delivery system in conjunction with the dryseal sheath to rotationally adjust the position of the graft. After the graft was fully deployed, the physician tried to rotate the graft again. As the graft was no longer constrained in the sheath, only the delivery system was rotated (the entire blue system). Reps noted that the entire delivery system was rotating - physician rotated the delivery system around 360 degrees in both directions and the system did not really rotate. After cannulating all three vessels and placing rosen wires, the physician attempted to release the clasp mechanism in step 3. The black release portion was able to rotate freely but when the physician tried to pull it back it had a spongy/springy feel and would not move all the way back. I instructed the surgeon to pull harder and the physician tried several times. The physician commented how hard he was trying to pull and it was observed that the physician was trying to use as much force as possible to release with his hands. The physician moved his standing location and moved to stand at the back end of the table and used two hands to release the black grip. At this point a subtle popping sound was heard and the black clasp released. However, on review of angio it was noticed that the clasp was not released. Rep instructed the physician to use metal tools to open the slot on the metal hypo tube to locate the green tube, upon inspection it was noticed that the black grip was moving freely along the metal hypotube and that there was only about 4-5mm of green tube extending proximally from the black grip and what appeared to be a clean cut. The rep called r&d and with their guidance the following occurred to release the grip: 1. Using a dremel tool-like "saw", heavy duty cutters, and heavy duty claps the hypo tube was systematically cut both longitudinal and also laterally on the hypo tube to further open it up proximally. 2. A tan colored rod was observed and was cut open longitudinally using the saw. 3. Eventually the wire was removed from the system, the entire assembly proximal of the step 3 clasp was cut laterally with the saw. 4. The ran colored plastic was able to be removed from the delivery system by removing and pulling it out exposing the green tube and internal wire hypo tube. 5. The physician attempted to release the proximal claps by holding the wire hypotube stationary while pulling back on the green tube with first his hands and then a clamp. 6. This caused the wire hypotube to crimp and the saw was used again to create a clean cut more proximally. 7. Upon instruction from ta r&d, the lunderquist was reinserted which helped straighten the proximal aspect of the delivery system. 8. Step 5 was repeated and after several attempts the clasp released. 9. The delivery system was removed in step 4, however the tip was not able to be retracted into the outer sheath properly. 10. Upon removal the tip was bent accidentally by the scrub tech. 11. All product was kept and recovered to be sent back for analysis. Patient outcome - "as of this time, no adverse outcome occurred to the patient."